Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 300 mg/dl, while wearing the pod between 37 and 48 hours on the abdomen. The lg attempted to correct bg levels by administering boluses, which lowered levels to around 240-250 mg/dl, but they rose again. At this point the lg decided to remove the pod, which is when they found the cannula to be dislodged and leaking insulin. As treatment, a new pod was successfully applied.